Manufacturer narrative:
Clinical assessment was completed based on the available medical records. The reported event of a type 1a endoleak and a type 1b endoleak is confirmed. The final patient status is reported being monitored. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name - updated, h6: method code - remove 4114, h6: result code ¿ remove 3233, h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system. The patient presented for the one (1)-year routine follow-up. A cta was completed revealing a type ia and type ib endoleak. There is no action planned at this time. The patient will continue to be monitored.